Event description:
An implantable cardiac defibrillator (ICD) system was returned from a organ donor foundation with no information. Information identified in the manufacture's data base indicated the patient died approximately twenty seven days post implant of the device system approximately four and half years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.